Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device was charged to 120 joules and internally dumped the energy. Complainant indicated that the device displayed an error message, although it was not known what message was displayed. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.